Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of separation other component - no leak could not be verified due to the product not being returned for failure investigation. A device history record review for material# mz5313 and lot# 24089286 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
No additional information.

Event description:
It was reported that bd bd extension set was separated the following information was received by the initial reporter with the following verbatim. It was reported by customer that extension tubing falling apart.

Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.